Event description:
It was reported that during a shoulder procedure using a speedscrew 5.5 implant with inserter handle, the implant would not lock properly into the bone. The implant was abandoned in the bone and a new bone hole was drilled to complete the procedure. There were no significant delays or pt complications reported as a result of this event.